Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Two devices were evaluated in the field and the issue was confirmed; one device had broken/damaged components and the other had worn components. The devices were repaired and returned. One device was not made available for evaluation by the customer; however, the customer evaluated the unit themselves and reported they did not find any defect with the product. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the device had reduced brake force. There was no patient involvement.